Event description:
Facility reports difficulty rotating the bevel prior to insertion. Tech opened lock, rotated bevel and relocked mini prior to insertion needle. At the end of pt's treatment, the needle dislodged from the pt's access and retracted into the wing while the set was still been taped. Based on jmsna's feedback dated 18 december 2008, a handful of needles were unlocked to rotate the bevel and then relocked prior to insertion. It was stated that the handling during preparation was the issue.